Event description:
It was reported that the pt does not have any restriction. The band was explanted in 2008, and it was observed that the hook/lock has broken. The part that closes the band into a circle is broken so that it can only be flat. A new band was implanted. The pt is in good condition.

Manufacturer narrative:
D4; h4: info anticipated, but unavailable at this time.